Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-31. Investigation summary fourteen photos and one sample without packaging were received by our quality team for evaluation. From the photos and the sample, the barrel was observed to be cracked. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of the cracked barrel could be due to the air jet at the auto-reject station is out of position, which resulted to the part poor throw out. At the syringe assembly process, there is a rotary main assembly dial. During the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide and cause the part to be trapped / jammed. When there is a product trapped / jammed at the side guide, it leads to the subsequent syringe to rub against the jammed product and causes damage on the barrel body. However, if the air jet, located at the auto-reject station which used to blow off the part from dial pocket, is out of position, it will lead to poor part throw out and flow to the subsequent process. An air jet bracket has been fabricated and installed at the auto reject station to secure the air jet in position.

Event description:
It was reported that the bd syringe 3ml ls had a cracked barrel between scale marking 1 and 1/2. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a cracked barrel. The customer uses this product for covid-19 vaccination. According to the customer's report, a crack was found on the area between the scale marking 1 and 1/2 on the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ls had a cracked barrel between scale marking 1 and 1/2. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about a cracked barrel. The customer uses this product for covid-19 vaccination. According to the customer's report, a crack was found on the area between the scale marking 1 and 1/2 on the barrel.